Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that her bg readings are inconsistent with the way she feels. She tests once daily, readings are around 114 mg/dl, when her blood sugar usually runs 250 to 270 mg/dl. Past week, she has been feeling sick to her stomach, which she said "tell me that my sugar is out of whack [too high.]" She called her dr; he advised she start testing 4x/day for a week, and inform him of results. A control test was high of range, 144 (82-123). Her control solution was expired. She cleans meter 'every couple of weeks.' Insulin dosage has not changed. No allegation of harm.